Manufacturer narrative:
Novasure disposable recorded on cpt-00961796 arrived at hologic costa rica on (B)(6)and was tested by the pms group. Failure mode related to array damaged/torn. Visual inspection was performed and were found that the array has a hole, and the edge of the external sheath was damaged. Hence the complaint can be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. UDI number pending due to technical issues with our system, a follow up will follow with the information.

Event description:
It was reported that on a novasure procedure on december 10th, after the ablation the physician observed a hole in the array. The physician examined the cavity and no material was left behind. No patient injury reported. No other information is available.